Event description:
The surgeon inserted a cc4204a single piece lens with aspheric and the foam tip plunger overrode and tore the lens as it was entering the eye. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
(B)(4) - the product pertaining to this event was not returned, however, the lens was received and evaluated. Visual inspection of the lens showed the lens was split in half and a piece of a haptic plate was missing. Evaluation method - lens work order search. Results:a lens work order search was performed and there were no similar complaints found using the ftp.conclusion (unable to confirm):based on the complaint history, work order search and the inspection of the returned product, we were unable to determine a specific root cause of the event. (B)(4)